Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension. On (B)(6) 2016 the patient had a type 3a endoleak repaired with a infrarenal aortic extension. On (B)(6) 2017, the patient came in emergently with a contained rupture. The physician identified a potential type 3a endoleak which was later confirmed to be a type 1a endoleak and a possible type 1b endoleak. The patient had a highly angled aortic neck and the physician believes this is the cause of the type 1a endoleak. The physician implanted an ovation aortic main body and two iliac limbs to seal the endoleak. The physician additionally placed a non-endologix palmaz stent to seal a residual type 1a endoleak following the repair with ovation devices. The patient is reported as well. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. The device was not returned therefore a sample evaluation was not completed. At the completion of the clinical assessment based on the information available, clinical was able to confirm the following; endoleak type ia, secondary procedure to reline with ovation and palmaz stent placement across sealing rings. Additionally there was evidence to reasonably support the following observation; endoleak type ib of the limb. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal and implant movement was related to the reported highly angulated aortic neck. There were no known user or procedure related issues, off label or cautionary product use conditions identified. Associated clinical harms for this device failure included: aortic rupture, type ia endoleak, secondary endovascular procedures-relining with ovation system and non-endologix stent placement across the ovation sealing ring. The final patient disposition was discharged to hospice care in stable condition. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.